Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays were found before use with cardboard in them. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "3 trays were discovered to have cardboard in them."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9060739. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Composition testing of the foreign material determined that the sample trays contained cardboard debris, which originates from the syringe component boxes. The components are double bagged in order to prevent the debris from clinging to the bag while the syringes are loaded into the machine hopper. In the event manufacturing personnel fail to follow established manufacturing guidelines, cardboard can be transferred into the finished goods.

Event description:
It was reported that 3 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays were found before use with cardboard in them. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "3 trays were discovered to have cardboard in them."